Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 weeks prior to contacting lfs. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Prior to the start of the alleged issue, the patient claims he felt his eye sight went a bit blurry and felt a bit unwell. The patient denied receiving medical treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient;s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (07/24/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.